Event description:
Reporter stated that she went for treatment for chronic insomnia where a neurofeedback therapy was initiated. This procedure was done at (B)(6). Reporter experienced a heart rate of 121 bpm and had to go to the emergency room. Reporter has been through two episodes of this sort. Reporter is currently at the hospital.